Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 6th, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint device was inspected under magnification. The visual inspection revealed that the plunger rod was advanced and the plunger rod was damaged in a way consistent with damage that occurred during shipping. The cartridge tip was cracked. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no viscoelastic residue or damage. The lack of damage in the lens module indicates the plunger rod tip damage occurred after advancement. Device assembly was inspected and no issues were identified. Plunger rod advancement revealed no resistance. The complaint issue "uncontrolled delivery" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the behavior of the preloaded extended depth of focus intraocular lens (iol) was abnormal, when it was ejected from the injector during implantation. The iol was implanted, and surgery was completed. No patient injury was reported. No medical intervention was required. No further information was provided.